Manufacturer narrative:
The reported events of lead noise, unacceptable threshold, high pacing impedance and lead fracture were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. X-ray examination found possible inner coil fracture at the middle region of the lead. Destructive analysis was performed, and sem analysis verified that all filars of the inner coil were fractured. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can and due to the inner coil being fractured consistent with bending fatigue.

Event description:
Related manufacturer report number: 2017865-2023-10771, related manufacturer report number: 2017865-2023-10773. It was reported that the patient presented for follow-up with episodes of noise exhibited by both the right atrial (ra) and right ventricular leads. Also noted were high pacing impedance and elevated capture threshold measured in the ra lead. The patient was scheduled for revision and both leads were explanted and replaced. The pulse generator was also explanted due to advisory. The patient was stable.